Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During fixation of the screw the screw`s head broke off. Threaded fragment of screw remained in patient. Fragment is well fixed in patient´s body. Metaglene is fixed with three screws now.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 21-nov-2016: medical records received. After review of the medical records for MDR reportability, the head of the cranial screw broke while winding it in. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
The complaint description states that during fixation of the screw the screw`s head broke off. The device associated to the complaint was returned for analysis and shows break of bold body. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. The patient¿s medical records were received and reviewed. Based on the information received and the investigation performed, the root cause of the incident could not be determined. The deterioration of products could have occured during the assembly, due to too much solicitation. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.